Manufacturer narrative:
Details of complaint: the customer reported having issues with auto resume. According to the customer, the teles are set to 30 seconds for auto resume. Per the customer, the units are not coming out of pause. Technical support (ts) requested the logs from the central nurse's station (cns). There was no patient injury reported. Investigation summary: the original logs did not have the correct password. The customer did not respond to follow up attempts. The root cause cannot be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 & e1 email address attempt # 1: 12/05/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 2: 12/10/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 3: 12/12/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported having issues with auto resume. There was no patient injury reported.

Event description:
The customer reported having issues with auto resume. There was no patient injury reported.

Manufacturer narrative:
The customer reported having issues with auto resume. According to the customer, the teles are set to 30 seconds for auto resume. Per the customer, the units are not coming out of pause. Technical support (ts) requested the logs from the central nurse's station (cns). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 & e1 email address attempt # 1: 12/05/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 2: 12/10/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information. Attempt # 3: 12/12/2024 a phone call was made in an attempt to gather device information; a message was left for (B)(6) to call me back with this information.